Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon had a less invasive stabilization system (liss) distal femur plate (titanium) brake six weeks to three months postoperatively. The plate was used for a periprosthetic fracture. The plate broke through an empty hole. It was reported the patient suffered from periprosthetic fracture and pseudo-arthrosis on top of the prothesis. This report is for an unknown less invasive stabilization system (liss) distal femur plate (titanium). This report is for a patient in (B)(6). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown less invasive stabilization system (liss) distal femur plate (titanium)/unknown lot. This report is for a patient in (B)(6). Exact date unknown; reported as six weeks to three month prior to breakage. It is unknown if/when the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.